Event description:
It was reported that there was "blood leakage on the arterial line of the catheter, during preparation and priming of circuit, hole in the place of connection of catheter to plastic holder (suture wings)."

Manufacturer narrative:
The device involved in the event was not returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The incident report noted that the catheter was implanted and functioned without problems for almost one year. Without evaluating the device, we are unable to determine the cause or factors which may have contributed to this event.